Event description:
The complaint states that no audio output was reported. Product was provided for investigation. The allegation could not be confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D9: device returned to MFR - correction - remove duplicate information from previous supplemental (B)(4). D9: d9 date device returned - correction - remove duplicate information from previous supplemental (B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.